Event description:
During the procedure, a blood leak was observed in the sheath. Additionally, it was noted that the hemostasis valve was broken. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured seals and subsequent leak remains unknown. However, a CAPA exists related to this complaint investigation. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.